Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description "pt received ivig infusion but the pump repeatedly alarmed for air bubbles when there were no air bubbles. I flicked the tubing until my fingers were numb, had three nurses look at it, cleaned the sensors with alcohol, and changed the whole pump twice. I was in the room for almost 2 hours straight, stopping and restarting and flicking and cleaning. The entire infusion was supposed to last just over 2 hours and took 5. The only way another nurse was finally able to get the pump to work for a longer than a few minutes was to allow the pump to ""prime"" without disconnecting the line from the patient and stopping it quick enough that only a small volume (~.5ml) was infused using the prime function. This is an unsafe practice that could easily result in significant patient harm if the pump is not stopped fast enough or the infusion is hazardous or the patient has a reaction to the increased rate of infusion, but was the only apparent way to complete the infusion." No injury reported.